Manufacturer narrative:
The unit was returned to the company for non-destructive testing. This testing yielded that the unit was within specifications. The alleged incident reported by the customer could not be replicated.

Event description:
The company was notified on (B)(6) 2015 of an adverse event involving a liquid oxygen tank. The date of the incident is unknown, but it described as: "during the filling of a portable unit, when attaching the unit to the filling nozzle, the unit was thrown into the air by a real oxygen geyser, 1 metre in height. The room was filled with a thick fog. After a few minutes the patients husband managed to obstruct the nozzle with a flannel so he could replace the metal lid. He burnt his hand. In theory the units filling connector valve was stuck or broken when the portable was connected with the unit."

Manufacturer narrative:
The company is attempting to have the unit returned for investigation and additional information on the incident and units in questioned obtained. Once this information has been obtained a followup report will be submitted.

Event description:
The company was notified on (B)(6) 2015 of an adverse event involving a liquid oxygen tank. The date of the incident is unknown, but it described as: "during the filling of a portable unit, when attaching the unit to the filling nozzle, the unit was thrown into the air by a real oxygen geyser, 1 metre in height. The room was filled with a thick fog. After a few minutes the patients husband managed to obstruct the nozzle with a flannel so he could replace the metal lid. He burnt his hand. In theory the units filling connector valve was stuck or broken when the portable was connected with the unit." Information on the portable unit is being requested from the provider. The company is attempting to have the base and portable tanks returned for testing purposes.